Event description:
It was reported that the user experienced recurring nighttime low glucose events while using the ilet, expressed concern about needing carbohydrates to treat these episodes and potential weight gain, and inquired about device settings; the agent explained that only a healthcare professional could adjust targets. Symptoms included hypoglycemia. Outcomes included the need for oral glucose to treat the episodes. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed insufficient information with no specific device component identified and no findings available. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.